Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: black box shows evidence of a partially discharged battery being installed on (B)(6) 2016 at 20:23. Battery compartment is cracked below the bumper pad. No damage found to returned battery cap. Returned battery cap is able to carefully attach to the pump and power it on. Pump current draws measured within specification. A "battery life" issue was not duplicated during testing. Removed pump cover. No evidence of moisture or loose components inside pump. The display screen has a pinkish contrast.